Event description:
It was reported that a user connected a new dexcom g7 continuous glucose monitor (cgm) sensor and initially did not see glucose readings on the ilet bionic pancreas, consistent with a transient signal loss between the continuous glucose monitor and the insulin pump; during the call the sensor reconnected and the user confirmed that readings were visible on the pump. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included troubleshooting and user education conducted remotely. Investigation of this case revealed that the system resumed normal function after reconnection, indicating a temporary communication issue without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent cgm-to-pump communication issue that resolved with reconnection.